Event description:
Called dexcom to report a sensor replacement due to their terribly faulty product. They told me they cannot issue a replacement due to a maximum number of replacements sent. This tells me the company knows they are issuing a faulty product and now are losing so much money on it that they are having to limit replacements they send. Hold them accountable please, there are peoples lives on the line because they do not have a reliable product and are lying to customers telling them a finger stick is no longer required. There ought to be a class action lawsuit brought against them for medically criminal negligence. Shame on them and shame on you (FDA) for not holding higher standards with patient care. Reference number: mw5117807.